Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. Inspection found no damages or deficiencies that would prevent the pod from generating alerts or alarms. Review of the patient history buffer data and download data found that no conditions, such as missing sensor values or urgent low glucose values, occurred that would result in the pod generating an alert. The pod is not expected to alert for high estimated glucose values received.

Manufacturer narrative:
The device has been returned and received. A supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone14.5, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. Upon removal of the pod from the infusion site (site unspecified), the cannula was found to be bent, and no alarm was reported.